Event description:
The patient had a right total joint in place for 10 years. The patient had done well until he felt acute right tmj pain and a grinding metal-like noise. A pa showed that the fossa prosthesis may have shifted or had loose screws. When the device was explanted, it was found to be fractured.